Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving morphine at an unknown dose and concentration via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2015 the hcp reported that the patient presented to their intensive care unit (ICU) with signs of overdose. It was suspected that the pump may have given too much medication but no troubleshooting has been done thus far. It was noted that the hcp has orders for narcan and they were requesting a company representative come read the pump. Further follow up was done to determine the cause of the signs of overdose, if any diagnostics were performed, and if the event had been resolved.